Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator while onsite, the ventilator failed the backup battery test. There was no patient involvement.